Event description:
It was reported that the pump displayed lec 1720 and had lens damage. Issue was found during testing and no patient involvement was reported.

Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg; 5/23/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the damaged mainboard. The battery coin on the main board was replaced as a preventive maintenance measure.